Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load fill tubing sequence used up more insulin than expected. Customer's blood glucose was 129 mg/dl. The customer successfully continued to use the same supplies.